Event description:
It was reported that during a trial procedure, the top contact of the lead was sheared off and remained in the patient. The trial was completed with a new lead. It was noted that the physician was able to remove the contact and patient was doing well postoperatively. Additional information was received that when the physician placed the lead, resistance was met and the lead was fractured as it was pulled back out. The trial was completed with a new lead, however, the patient had severe pain. The lead including the sheared part was removed the following day.

Event description:
It was reported that during a trial procedure, the top contact of the lead was sheared off and remained in the patient. The trial was completed with a new lead. It was noted that the physician was able to remove the contact and patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6)) the returned lead was analyzed and visual inspection found that the lead body was partially sliced. No cables were exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the allegation of lead body damage was confirmed. Damage found on the lead was likely due to not following the instruction on how to how to use the insertion needle.

Event description:
It was reported that during a trial procedure, the top contact of the lead was sheared off and remained in the patient. The trial was completed with a new lead. It was noted that the physician was able to remove the contact and patient was doing well postoperatively. Additional information was received that when the physician placed the lead, resistance was met and the lead was fractured as it was pulled back out. The trial was completed with a new lead, however, the patient had severe pain. The lead including the sheared part was removed the following day.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6)). The returned lead was analyzed and visual inspection found that the lead body was partially sliced. A cable was exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the allegation of lead body damage was confirmed. Damage found on the lead was likely due to not following the instruction on how to how to use the insertion needle.

Event description:
It was reported that during a trial procedure, the top contact of the lead was sheared off and remained in the patient. The trial was completed with a new lead. It was noted that the physician was able to remove the contact and patient was doing well postoperatively. Additional information was received that when the physician placed the lead, resistance was met and the lead was fractured as it was pulled back out. The trial was completed with a new lead, however, the patient had severe pain. The lead including the sheared part was removed the following day.